Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent losses of out-of-range issues occurred between the transmitter and pump. The customers blood glucose level was 140 mg/dl. Reportedly, the pump and transmitter regained connection.